Event description:
It was reported that the surgeon was at the system console for approx 5 minutes when system error code #20008 occurred. The pt was under anesthesia and the port incisions had already been made when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date. While the surgical staff was disconnecting the pt side cart (psc), a bent pin was found on one of the system cables connecting the psc to the surgeon's console. The bent pin was corrected and there were no recurrences of the issue during the time of the report. The site also indicated that servicing was not required.

Manufacturer narrative:
The #20008 system error code appears when the da vinci safety system determines the differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". There are there system cables that connect the pt side cart to the surgeon's console. Each cable is assigned a pt side manipulator and passes video, audio, and data during system operation for that specific psm. The psm is an instrument arm located on the pt's side cart, that provides the sterile interface for the endowrist instruments. It was determined that the psm assigned to the damaged cable generated the system error when it was not able to process the data. As of 2008, there have been no reported recurrences of the issue at this hospital.